Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, after connecting the left ventricular (lv) lead, it was noted that the pacemaker exhibited failure to capture. The pacemaker was explanted and replaced resolving the issue. The patient was in stable condition.